Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. DHR trend summary: a review of all gel infection complaints was performed for the period from oct 2020 through sep 2022 and no adverse trend was found. The reported events of "infection (early onset)," "drainage" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset), drainage and wound dehiscence.

Event description:
Healthcare professional reported right side early ¿early onset infection¿ and provided cause as "open wound chest". Additionally provided ¿purulent drainage under breasts¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side ¿early onset infection¿. And provided cause as "open wound chest". Additionally, provided ¿purulent drainage under breasts¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional reported right side ¿early onset infection¿ and provided cause as "open wound chest". Healthcare professional additionally reported ¿purulent drainage under breasts¿ and later reported the early onset infection as not device related. Device has been explanted and replaced.